Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-04300. The patient reported she underwent surgical intervention on (B)(6) 2016 to explant the system due to ineffective stimulation. Reprogramming attempts were unsuccessful in resolving the issue.